Event description:
The hi-lo evac endotracheal tube was designed to provide suctioning of subglottic secretions. The manufacturer used a discontinuous radiopaque stripe, rendering determination of these tubes' position on chest radiograph difficult and at times giving a falsely reassuring appearance.